Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache,sneezing and dry eyes. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the for investigation. The internal and external aspect of the device was inspected and the manufacturer observed dust/dirt contamination inside the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust / dirt contamination was observed and are consistent with being from an external source and the device was scrapped. Section d8, d9, h2, h3 and h6 were updated in this report. Section h4 was incorrectly captured in the previous report, it has been corrected in this report.